Event description:
It was reported that the patient¿s health care professional (hcp) had trouble interrogating the pump. The hcp could not read the patient pump for a refill. At the time of report the patient did not actually need to be refilled. It was later reported that the patient¿s pump was not refilled. The patient¿s pump was very mobile. Additional information received reported that they were able to interrogate the pump. The event did not require device repositioning. It was initially reported that the patient¿s pump was used to infuse baclofen and morphine. Later it was reported the pump was used to infuse clonidine, bupivacaine and dilaudid. No patient symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).